Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that when the coblator ii system (240 v) was ready to be connected, smoke occurs, after smoke, the product cannot be turned on. The procedure was finished with a smith and nephew backup device. It is unknown when the incident occurred and if occurred a surgical delay. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture identifies the unit but does not provide complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.